Event description:
It was reported that pump displayed malfunction code malf 12 with associated fault ID and customer had not experienced any notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, and successfully reset pump with assistance, and asset information was updated during follow-up.